Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce the customer reported issue. The fse reviewed the logs prior to visiting the site and found multiple instrument engagement errors. The fse tested the system and verified it was ready for use. No issues were found with the system.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer had an ongoing but occasional issue with non-intuitive motion of instruments. The customer stated that the instruments would work fine; however, after switching arms, the instruments would have non-intuitive motion. It was initially reported that the case was aborted, the patient was already under anesthesia, and ports had been placed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the da vinci system was inspected prior to use and no issues were identified at the time of set up. The case was actually in progress for about 30 minutes when the event occurred and the procedure was converted. However, it is unclear if the procedure was converted to traditional laparoscopic surgery or open surgery. The patient tolerated the procedure conversion and no injury was reported. Troubleshooting was performed on the system after the case was converted. Troubleshooting did not resolve the issue(s). There are no videos of the procedure available for review.

Manufacturer narrative:
Additional information: the procedure approach was confirmed to have been converted to laparoscopic, and was successfully completed.

Event description:
Refer to h11 for follow-up information.